Event description:
Procedure performed: robotic prostatectomy. Event description: the rep was not present during the case. The complaint trocar was used by the pa during this case. There was multiple insertions and removals of instruments through this trocar. It is currently unknown which specific instruments were being inserted and removed through this trocar. At the end of the case, a clear plastic piece was found in the abdomen of the patient. The surgical team was able to retrieve the plastic piece from the patient. It is unknown when this piece initially fell off from the trocar and into the patient. Patient status is fine, no patient injury. When the rep inquired about this case at the facility, the facility informed the rep that a similar event occurred in the past. The case was a robotic procedure. Additional information received via phone on 01sep2020 from applied team member: the entire clear component, shown in the picture provided, fell out of the trocar during the case. Medwatch received via mail on 20oct2020 mw 5096951: "during a robot assisted laparoscopic prostatectomy, the 12mm disposable trocar lost inner clear plastic ring during surgery. First assistant and surgeon saw it laying inside abdomen during robotic procedure and removed the plastic clear ring from abdominal cavity. (Item is not radiopaque and not normally visualized on a trocar to be able to confirm it is intact.)" Intervention: piece was identified and removed from patient. Patient status: no patient injury, fine.

Manufacturer narrative:
This report is to follow up medwatch #mw5096951.

Event description:
Procedure performed: robotic prostatectomy. Event description: the rep was not present during the case. The complaint trocar was used by the pa during this case. There was multiple insertions and removals of instruments through this trocar. It is currently unknown which specific instruments were being inserted and removed through this trocar. At the end of the case, a clear plastic piece was found in the abdomen of the patient. The surgical team was able to retrieve the plastic piece from the patient. It is unknown when this piece initially fell off from the trocar and into the patient. Patient status is fine, no patient injury. When the rep inquired about this case at the facility, the facility informed the rep that a similar event occurred in the past. The case was a robotic procedure. Additional information received via phone on 01sep2020 from applied team member: the entire clear component, shown in the picture provided, fell out of the trocar during the case. Intervention: piece was identified and removed from patient. Patient status: no patient injury, fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that the septum, an internal rubber component of the seal, was torn and fragmented. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic prostatectomy. Event description: the rep was not present during the case. The complaint trocar was used by the pa during this case. There was multiple insertions and removals of instruments through this trocar. It is currently unknown which specific instruments were being inserted and removed through this trocar. At the end of the case, a clear plastic piece was found in the abdomen of the patient. The surgical team was able to retrieve the plastic piece from the patient. It is unknown when this piece initially fell off from the trocar and into the patient. Patient status is fine, no patient injury. When the rep inquired about this case at the facility, the facility informed the rep that a similar event occurred in the past. The case was a robotic procedure. Additional information received via phone on 01sep2020 from applied team member: the entire clear component, shown in the picture provided, fell out of the trocar during the case. Intervention: piece was identified and removed from patient. Patient status: no patient injury, fine.